Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed due to limited information received from the reporter. No medical records, devices, or images were provided. A review of the device history records was unable to be performed as the part and lot numbers were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: unknown tm revision shell. Report source: event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3005751028-2020-00023. Insufficient information.

Event description:
It was reported that post implantation, the patient developed an infection and underwent a revision of all devices. Attempts have been made and no further information has been provided.